Event description:
Pump declared a cartridge change error, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the customer to inspect the pump and cartridge for issues, clean the pneumatic tap area, and successfully load the cartridge. The customer was able to complete the process and resume insulin delivery.